Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an unknown problem. It was reported that after the implant, the patient experienced an unspecified adverse outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a reversal roux-en-y gastric bypass. It was reported that after the implant, the patient experienced fluid collection, hematoma, abscess, streptococcus anginosus, abdominal pain, tachycardia, hypotension, free air, sepsis, peritonitis, anastomosis had come apart with a large hole in staple line, pain, labs abnormal for wbc, anastomotic leak, <(>&<)> diarrhea. Post-operative patient treatment included x-ray, imaging, hospitalization, diagnostic lap, washout of intra-abdominal contents, closure of gastrostomy, graham patch repair, intraoperative gastroscopy, hold in anastomosis closed with suture, ICU, exploratory lap, use of jp drain, intubation, interventional radiology, needle biopsy/aspiration/drainage of abscesses, pain medication, ng tube, <(>&<)> physiotherapy.

Manufacturer narrative:
Additional info: b2, b3, b5, b6, b7, d4 (model #, catalog #), <(>&<)> h6 (patient codes, device codes, ime e2402: free air, labs abnormal for wbc) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.